Event description:
The pt expired during the night and cause of death is unk. The family has requested the device be analyzed to confirm correct functionality. Currently, this is all the information available. If additional information becomes available, this event will be updated. The device has not been returned.